Event description:
It was reported that the device experienced early battery depletion (eri). The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis found that the device lasted 40% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.

Manufacturer narrative:
Evaluation summary: upon further analysis, when powered with an external supply, the system current drain measured was nominal, and telemetry and pacing functioned nominally. The device was subjected to approximately 60°c for more than 17 hours. Nominal device system current drain was observed throughout the analysis. Regulated supply and reference voltages were nominal. No anomalies were observed during optical inspection, which included the stacked chip scale package (scsp). The analysis was terminated due to the inability to establish a high current drain condition. No hybrid anomalies were observed. The cause of the premature battery depletion was not determined.

Event description:
It was reported that the device experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.